Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4.

Event description:
A consumer reported blood particles in her eye that caused an increase in intraocular pressure (iop) and blurred vision following an intraocular lens (iol) implant procedure. According to the consumer, her treating ophthalmologist believes there is a relationship between the implanted iol and the reported events. The lens remains implanted.

Manufacturer narrative:
(B)(4).